Event description:
It was reported that within a week of implant the right ventricular lead had high thresholds and intermittent capture at 7.5 volts at 1.5 milliseconds. Lead impedance was acceptable. The lead was repositioned. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.